Event description:
It was reported that the patient died. Vascular access was obtained via the right radial artery. The 80% stenosed, 33mm, concentric de novo target lesion was located in the severely tortuous and mildly calcified left anterior descending to right coronary and the left circumflex artery. A 6f guidezilla catheter-guide extension was selected for use. During the procedure, the guidezilla catheter failed to pass through both the radial and femoral sheaths. However, another non-boston scientific guide extension catheter was advanced smoothly without resistance. Due to this event, the procedure was cancelled. Unfortunately, the patient died.